Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010; 6947-65 lead, implanted: (B)(6) 2010. (B)(4). -

Event description:
It was reported that the device had early battery depletion. The left ventricular lead was also noted to have high threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.